Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned, and the proximal conductor was fractured. It was also noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached cut, and the outer insulation was breached cut. Visual analysis revealed that it could not be determined where the anchor sleeve was located.

Event description:
It was reported that the patient visited the medical institution due to hearing the patient alert. The device was checked and the alert had triggered due to high impedance. During the interrogation, no pacing and undersensing was observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.